Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stated that: a. Was there a surgical delay? If yes, what is the duration of the delay? No. B. What is the affected side involved in this event? Left. C. Was there any adverse consequence to the patient relevant to this event? If yes, please kindly provide details. Because of the fracture of the ceramic inlay a revision or was necessary. D. Kindly clarify if this has happened preoperatively or revision as the field for when the event occurred pre-operatively. The event happened a year after primary surgery ¿ that was the reason why a revision was necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: revision due to pinnacle ceramic inlay broken / date of primary surgery is unknown the product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual analysis of the returned sample revealed that the delta cer insert 36id x 56od has fractures. However, the ceramic liner cannot be completely reconstructed from the returned fragments. There are fragments missing which could potentially yield further information if they were available. Metal transfer patterns of erratic appearance on the outer surface, on the inner sphere and on the fracture surfaces of the insert. This kind of secondary metal transfer is typically caused by chafing between metal parts and the fragments of the ceramic liner. Such patterns do not provide any information about the cause of the fracture. In case of a symmetrical taper fit between the ceramic liner and the metal cup, metal transfer patterns are expected over the whole circumference of the liner. On the provided fragment the primary metal transfer cannot be found, due to the large portion of the taper region that is missing the primary metal transfer cannot be evaluated sufficiently. Furthermore intensive metal transfer can be found on a small part of the rim of the liner. This metal transfer could indicate impingement between the metal stem and the ceramic liner. The fracture fragments most likely chafed against each other in the period between the primary fracture event and the returned fragments. Due to this mechanism, secondary chip-offs occurred on the fracture surfaces. Therefore further information was likely lost which may have been helpful in the failure analysis. Due to the fact and due to missing fragments the primary fracture surface and the fracture origin cannot be identified. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. A manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device due to post manufacturing damage. However the density of the insert was analyzed and found to comply with the delivery specification for the components. Based on the available information there is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 36id x 56od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device due to post manufacturing damage. However the density of the insert was analyzed and found to comply with the delivery specification for the components. Based on the available information there is no indication of any pre-existing material defect. Device history batch: a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device due to post manufacturing damage. However the density of the insert was analyzed and found to comply with the delivery specification for the components. Based on the available information there is no indication of any pre-existing material defect.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision due to pinnacle ceramic inlay broken. Date of primary surgery is unknown.